Manufacturer narrative:
The insulin pump was received with missing reservoir tube retainer, missing reservoir tube o-ring, minor scratched lcd window and cracked select button keypad overlay. (B)(4).

Event description:
Customer reported via phone call that the clear ring that holds in the reservoir popped off. Customer's blood glucose value was 102 mg/dl. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump was returned for analysis and a replacement pump will be sent.